Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and in person. Additional information obtained noted no damage was observed during prep. The anatomy was tortuous, but there was no recognizable resistance felt. The additional use of a snare was required to remove the device. All portions of the device appeared accounted for after removal from the patient. Device was in 2 pieces. An introducer, sheath, and guide wire were in use at the same time. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device has not been received. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a peripheral procedure, the user plugged in catheter inserted into body and the catheter broke off in the body. There was no patient injury. Vessel: sfa; very tortuous and tight. This event is being reported because additional intervention was required to remove the device.